Manufacturer narrative:
The pump was returned and evaluated by product analysis on (B)(6) 2011 with the following findings: during evaluation the force sensor was found to be out of calibration. Unrelated to this event, it was also observed that the pump displayed a dim reddish verify screen.

Event description:
The pump was returned for loss of prime. Investigation results revealed that the force sensor was out of calibration. This report is being made based on the investigation results.